Event description:
It was reported that in 2007, the patient experienced an increase in seizures. The patient's medications had been recently decreased. The patient's settings were decreased as the physician felt the rapid cycling was not working. Attempts for further information have been unsuccessful to date.